Manufacturer narrative:
(B)(4). An x-ray of the reported event was provided and confirmed the fracture of the nail. The DHR was reviewed and no discrepancies were found. There have no recent design changes to the device. A root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Orthopediatrics will continue to monitor for trends.

Event description:
It was reported that following the correction of peri-prosthetic fracture of the left femur, the patient was revised due to intermedullary nail fracture. Attempts have been made and additional information on the reported event is unavailable.